Manufacturer narrative:
The user could not identify the lot number of the product involved, and discarded the device without returning it to the manufacturer.

Event description:
During use of the device for endoscopic saphenous vein harvesting, the user severed the vein intended for harvest. The remainder of the harvested vessel remained suitable for use as a coronary artery bypass graft, however, a second vein was required to be harvested from the other leg in order to obtain additional graft material. There were no adverse consequences to the pt reported.